Event description:
Medtronic received information through a journal article in the annals of thoracic surgery, 2011; regarding a 13 year retrospective study (between 1995 and 2008) of 178 patients with aortic valve replacement with a mosaic bioprosthesis. Within the article, of 38 late deaths, 7 were reported to be valve-related: 4 were embolic related deaths, two were related to endocarditis, and one due to hemorrhage. This study listed the mean age, (B)(6). Follow up for specific information was unsuccessful.

Manufacturer narrative:
No product was returned and attempts to obtain further information was unsuccessful.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.